Manufacturer narrative:
Use error was recognized to be the cause. The customer used an expired reference solution. The investigation did not identify a product problem.

Manufacturer narrative:
The customer was using expired reference solution on the analyzer. The customer ran precision testing, performed ise checks, and recalibrated the analyzer. The field service representative changed the electrode. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect gen.2 results for one patient sample from the cobas c 111 analyzer. The initial sodium result was 202 mmol/l and the repeat results were 139.8 mmol/l and 144.5 mmol/l. The initial potassium result was 5.8 mmol/l and the repeat results were 3.9 mmol/l and 4.0 mmol/l. The questionable results were reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.